Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the subject device was fractured. There were no reported clinical consequences to the patient. No other information was provided.